Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. The investigation could not draw any conclusions regarding the reported event without device examination. However although not returned, it would not be unreasonable to find poly material wear after the length of time reported as implanted. The investigation has also determined this product code is obsolete. Based on the investigation the need for corrective action is not indicated.

Event description:
Patient was revised to address poly wear and osteolysis.doi: 20 years ago.dor: (B)(6) 2011 left hip.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.